Event description:
It was reported that the insulin pump would not download information. Customer stated error kept indicating insulin pump not found. Customer's blood glucose was 220 mg/dl. Advised the customer the insulin pump would be replaced.

Manufacturer narrative:
Displayable history crc check failed on start up alarm noted in alarm history screen due to corrupted history file. Unable to download using care link pro and unable to verify error message during download to corrupted history file. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.